Event description:
While watching under direct fluoroscopic visualization to ensure no traction was put on the onyx cast, and following vital signs with continuous monitoring, add'l pressure was gradually applied over 5 mins until the microcatheter released. At the time of release, noted a small "thread" of onyx in the phenom plus at the level of the a1 segment which suggested fracture of the catheter. Direct visualization of the echelon on the table revealed that the distal portion of the catheter was no longer attached as evidence of the lack of the 2 distal markers. Complication of retained microcatheter tip in the onyx cast. FDA safety report ID# (B)(4).